Event description:
The customer contact reported that during testing at the user facility, the device did not alarm when an occlusion was present. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the device intermittently did not alarm when a proximal occlusion was present. This was due to proximal strain gauge and pin. (B) (4)